Event description:
Bilateral breast augmentation w/ silicone gel implants 25 yrs ago. Has bilateral capsular contractures w/ rupture on rt per MRI. 1999 bilateral capsulectomies w/ implant removal. Both implants removed intact w/in capsules. Rt implant capsule ruptured after removal from pt. No apparent free silicone in either breast.